Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level exceeding normal limits, but the specific value was unknown and displayed as "high." Customer had not taken any actions to address the high blood glucose level and did not require third-party assistance. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.